Event description:
This morning my omnipod 5 controller stopped communicating with my omnipod 5 pod. The controller stated that to give the bolus it would need my glucose values. I have a continuous glucose monitor, typically I can place my glucose values even if the omnipod controller does not have them (a frequent problem, the omnipod controller is often trying to find the values and rarely has them when I am trying to bolus.) I have had some problems with this controller. I just received a new one in the mail, but am reluctant to activate the new one because I have no one to help me set this up. The tech people at omnipod are not very helpful.